Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) would not respond to interrogation. In addition, pacing spikes were not observed on the monitor. This device appeared to be loose in the pocket, so the caller turned the device over and attempted to interrogate again. This device still did not respond. Technical services (ts) discussed placing a magnet over the device to observe for r-synchronous tones. No tones were emitted. Ts recommended explanting the device, and assessing the leads by performing low energy shocks during the changeout procedure. The patient did not report any symptoms.